Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported experience was confirmed. The visual inspection and performance verification on the returned device did not detect a quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted using the prostar xl device in a common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was a 9f. Reportedly, during needle deployment, the handle was rotated and pulled back; however, the physician felt a resistance after a few millimeters and stopped pulling the handle. A needle back-down was performed and the prostar xl devices was removed. After pre-placing the sutures of second prostar xl device using the preclose technique the sheath was then upsized to an 18f. The tavi procedure was completed and hemostasis was achieved using the pre-placed sutures of the second prostar xl device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.